Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He replaced both the yellow and red level sensors and the level sensor module. The unit operated to the manufacturer's specifications. The yellow level sensor: part number: 195215, serial number: (B)(4), UDI: (B)(4). The red level sensor: part number: 195274, serial number: (B)(4), UDI: (B)(4). This complaint is related to (B)(4)/ MFR #1828100-2021-00199.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was having phantom alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9 during laboratory evaluation, the product surveillance technician (pst) did not observe any phantom alarms. The level sensor module and all level sensors passed verification/release testing. All components functioned as intended.